Event description:
It was reported that the sleeve was not in the packaging with the cable.

Manufacturer narrative:
Visual inspection of the cable assembly confirms that the sleeve is present along with the cable assembly. It has been noted that the cable is cut and fed through the sleeve. It has also been noted that there are dents on the connector consistent with the tensioner bit having been engaged in the connector of the returned cable. There appeared to be some soft tissue wedged between the sleeve and the cable. Review of the device history record did not find any deviation or anomalies. A product history search revealed no additional complaints against the related part and lot combination. A stock investigation shows that all the products of the same lot have been exhausted through shipments to customers/distributors. This device is used for treatment. The reported complaint cannot be confirmed. Based on the technical evaluation and complaint investigation no product issue was identified.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.